Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini single drawers were unable to secure and would not lock.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the mini single drawer would not lock. A field service engineer arrived onsite and found both 1x3 mini drawers in positions 1.1 and 1.2 open, unable to close due to the red release lever being unlocked. After pushing the release lever into the locked position, the mini drawers operated normally. The system functioned as intended after the field service engineer repaired the device.